Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Boston scientific technical services (ts) reviewed the episodes and concluded that the noise was consistent with rate response trend (rrt) oversensing. Ts discussed programming rrt off to stop the oversensing and walked the local field representative through programming rrt off. Ts also discussed monitoring. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.